Manufacturer narrative:
Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and it was confirmed that the pump experienced multiple abrupt power offs in a row without any alert or alarm. This is seen on lines 138-140 where there are 3 log_event_on codes without a log_event_off before it. During functional testing, the reported problem was not duplicated. A 20 ml infusion ran until completion without an abrupt power off at any point. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump had an issue of " power issue intermittent powers self off " without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.